Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this lead was reversed in the header of the device. At a change out on (B)(6) 2011 , the physician switched the leads correctly. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).